Event description:
The physician encountered resistance attempting to access the lesion in the basilar artery in tortuous anatomy. After accessing the lesion, angiography demonstrated a hemorrhage in mid vessel. The procedure was aborted and the patient was sent for surgery to treat the hemorrhage. The physician felt that the "anatomy was not a pure atheromatous stenosis, might also have other disease, but he was not sure." And was the cause of the hemorrhage.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device found the spring tip was kinked and bent within a region 2.5cm from the distal tip. No other anomalies were noted. Based on the information and the investigation, it is most likely that the reported event was related to operational context. (B)(4).

Event description:
The physician encountered resistance attempting to access the lesion in the basilar artery in tortuous anatomy. After accessing the lesion, angiography demonstrated a hemorrhage in mid vessel. The procedure was aborted and the patient was sent for surgery to treat the hemorrhage. The physician felt that the "anatomy was not a pure atheromatous stenosis, might also have other disease, but he was not sure." And was the cause of the hemorrhage.